Event description:
It was reported that the patient was declared brain dead with herniation syndrome of undetermined cause two days following generator replacement. It was noted that the physician had no concern for vns dysfunction leading to the patient's immediate demise; however, the relationship of the vns surgery was not identified. No additional relevant information have been unsuccessful to date.